Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2013. Of note, the reportable adverse event (infection ) is normally submitted via an (B)(4) infection/erosion report submission that would have been submitted on (B)(4) 2014. Information was subsequently received on (B)(4) 2013 and revealed a patient death. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for (B)(4) reporting and is therefore being submitted as a 30-day report. Concomitant products: implantable defibrillation lead product ID: 6936, implanted: (B)(6) 1996; implantable cardio-verter defibrillator product ID: d224drg, implanted: (B)(6) 2011; implantable pacing lead product ID: 407645, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient developed an infection (endocarditis) and the implantable cardioverter-defibrillator was explanted. During follow up, it was reported that the patient had died approximately a week later due to septicemia. A source of the septicemia was requested and was unknown. The patient was a participant in the (B)(6) study.